Event description:
It was reported that anaphylaxis during PICC insertion. Reported by immunologist that a patient suffered anaphylaxis. The reporter is unsure of the medical intervention as the treating clinician is no longer with the department.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn4067 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.